Event description:
It is reported that pt underwent total knee surgery in 2007, and was revised in 2008, due to the poly patella insert fracturing.

Manufacturer narrative:
This report will be amended when our investigation is complete.